Manufacturer narrative:
Investigation of this event is in-process. A follow up report will be filed when additional information becomes available.

Manufacturer narrative:
The cause of the reported odor appears to be overheating of the oil in the vacuum pump which then volatizes and causes an odor; this may be attributed to high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of volatized oil. This does not affected sterilization of instruments processed in the sterilizer.

Event description:
The user facility reported that the unit began to emit an oil smell during a processing cycle. Hospital personnel reported having burning eyes and scratching throats. Steris has contacted the user facility to obtain additional injury information however these requests have not been fulfilled.